Event description:
It was reported the patient¿s therapy suddenly stopped and they had less than 50 percent therapy relief. The patient had a loss of therapy to their entire body. The patient tried many times to turn stimulation back on without success. There were telemetry and interrogation issues and impedance testing had been done. The patient met with their healthcare professional (hcp) who was unable to get an information from the implantable neurostimulator (ins) upon interrogation. The manufacturing representative met with the patient the day prior to this report and they were able to interrogate the ins and turn it on. The ins behaved normally and the battery voltage was above 2.9v. The patient did felt their therapy restart when the ins was turned on. The hcp decided to proceed with the ins replacement. Electrode impedances were measured to be normal before and after the ins replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. The ins was able to be turned on and off with the clinician programmer and patient programmer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was replaced in (B)(6) 2014. The patient was not sure if the replacement was due to regular battery longevity and they stated there was something odd about it. The patient thought an investigation was being done on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v708632, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.